Event description:
As stated by the customer on 11/17/2009: the staff was transferring a pt from her bed using an invacare sling lift to their bolero lift. When the pt was sitting in the bolero lift, the lift tilted forward, causing the pt to fall back onto her bed. No injury to pt or carer were reported. (B) (4).